Event description:
It was reported by the patient that the patient's "heart was feeling weird" and "felt really bad and could hardly walk." The patient presented to the emergency room and was told that device was working fine. It was also reported by the patient that the patient's heart rate was stable and the patient was told by a cardiologist that the rate response on the device is "stuck." Follow up information was attempted, however, it was unavailable. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.